Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power adapters. The customer's blood glucose level was 294 (mg/dl). The customer stated they were unsure if the battery issue was the cause. The customer delivered correction blouses and a manual injection to address elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.